Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. One day after symptom onset, the patient was diagnosed with peritonitis and was hospitalized for the event. On the same day, the patient began treatment for the event with meropenem, 1.5 grams, qd (every day) ongoing (route not reported). Two days after being admitted, the peritonitis was resolved and the patient was discharged from the hospital. At the time of this report, pd therapy was ongoing. No additional information is available.